Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. Product is available for evaluation and the lot number is known for retained-product testing and/or DHR review. However, evaluation results are not available as of this report. Results will be submitted in a follow-up report as they become available.

Event description:
Doctor reported a file separated in canal during procedure. The doctor was able to fill around the separated piece; there is no report of patient injury. It is also reported that no further visits or treatment are required.